Event description:
It was reported that during a knee scope, water came out of the manifolds. The sterile environment was not reported to be compromised. There were no reported adverse consequences to pt and no delay in the procedure.

Manufacturer narrative:
The device was submitted to field service for repair. No other information is available. Report will be updated if additional information is found.